Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory also indicated that the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the right ventricular lead integrity alert was triggered.

Event description:
It was reported that the right ventricular (rv) lead had high pacing impedance, noise, oversensing, and a high sensing integrity counter (sic). It was noted that the lead integrity alert (lia) had triggered. A fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.